Manufacturer narrative:
A general reagent issue has been excluded as qc was within specification. The patient has a high white blood cell count of 61.2 g/l. High alkaline phosphatase (alp) results can be due to a high leukocyte concentration leading to an accumulation of cells close to the plasma surface. In samples with hyper-leukocytosis, the sample surface may show higher alp activity due to the presence of leukocytes, debris, and platelets. The investigation did not identify a product problem.

Manufacturer narrative:
The c303 analyzer serial number was (B)(6) . Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for alkaline phosphatase acc. To ifcc gen.2 (alp2) a cobas c 303 analytical unit. The initial result from line 1 of the analyzer was 348 u/l with an invalidating data flag. The sample was autorepeated by the instrument with a result of 539 u/l. The sample was repeated on line 2 of the analyzer with a result of 252 u/l. The sample was repeated on line 2 with a result of 236 u/l. The customer performed repeatability testing with the patient sample on line 1 of the analyzer with results between 114 u/l and 142 u/l. The customer performed repeatability testing with the patient sample on line 2 of the analyzer with a mean result of 115.38 u/l. Following repeatability testing, a result of 120 iu/l was reported outside of the laboratory.